Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the adhesive around objective lens was peeled. Additionally, the label on the video connector was peeled. The customer reported issue was confirmed. The adhesive on the bending section cover (a-rubber) had a chip. The a-rubber had a scratch. The control unit had a scratch. The grip had a scratch. The up/down plate had a scratch. The right/left plate had a scratch. The lock engagement lever had a scratch. The angulation lever had a scratch. The light guide connector had a scratch. The light guide cover glass had a scratch. The video connector case had a scratch. The video connector case had a crack. The switch button 1 had a scratch. The video connector has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope experienced the video connector label peeled off. It was unknown when the event was identified. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the adhesive part of the objective lens is peeled off. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.10. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).